Event description:
It was reported that the ilet user experienced recurring occlusion alerts while using a contact detach infusion set and 23-inch tubing, which only resolved after a full supply change; the user¿s blood glucose rose to 334 mg/dl before trending down to 238 mg/dl following troubleshooting, including a fill tubing procedure and then a complete set and cartridge replacement. No adverse clinical symptoms associated with hyperglycemia reported. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed an obstruction of insulin flow consistent with a deformation problem associated with the connector or coupler component of the infusion setup. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure.

Manufacturer narrative:
Initial.